Event description:
Initial report: this non-serious unsolicited report was rec'd from a physician via our affiliate in (B)(4) on (B)(6) 2010. This report is 1 of 4 cases. Associated reports: (B)(6). A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a female pt (age not provided) who was administered sculptra (poly-l-lactic acid) injection on an unk date for an unk indication. Medical history and concomitant medications were not reported. This case involves a female pt who experienced an abscess (nos) in 2010 after she was injected with poly-l-lactic acid. No other information was provided. Action taken: unk. Corrective treatment - unk. Outcome - unk. Physician/reporter causality: not indicated. Addendum (B)(6) 2010: a cluster of four reports of abscess formation (associated reports: (B)(6)) from a single reporter is considered to represent an event of increased frequency under the sculptra condition of approval. Please note that case (B)(6) is classified as a rumor case since there is no single identifiable pt. Additional information was rec'd from the physician on (B)(6) 2010. Additional information rec'd on (B)(6) 2010 corresponding to the adr form filled-in by the physician. Several fields were updated (pt profile, medical history, details of adverse event, details of treatment and corrective treatment and number of related cases). Based on this additional information, (systemic antibiotics), this event has been upgraded to serious by reclassification of the event per the company's sculptra worksheet. This case involves a (B)(6) female pt who was injected poly-l-lactic acid (sculptra) on (B)(6) 2010. The pt experienced reddish abscess located in the left cheek of 2 cm in diameter from (B)(6) 2010. Detailed indication was lipostrophy on cheeks. No biopsy was taken. Treatment details: (B)(6) 2010. Dilution volume: sterile water (5ml). Amount injected : 5ml nos batch number: ((B)(4), exp date nov-2011). Region(s) injected: left cheek. Corrective treatment: intralesional injection of corticosteroids (nos). Antibiotics (nos). Regarding seriousness criteria, according to the physician, the adverse event did not lead to permanent impairment of a body function or permanent damage to a body structure. Regarding need of surgical intervention, the physician answered no. Outcome: recovered. This is the first case of 5 cases which are linked since the reporter is the same. Case linked to cases number (B)(6).

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2010: injection site abscess is a listed event for poly-l-lactic acid. This case includes insufficient information for a causal assessment. Additional information has been requested.